Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a left side "sitting a little higher." Patient reported "wanting to verify type of implant surface as there is a recall on the textured type of silicone implant natrelle brand.¿ health professional additionally reported a left side rupture. Device remains implanted.